Event description:
Tsuji, k., tsuji, a., yoshimura, y., ogawa, n., nakazawa, t., <(>&<)> nozaki, k. (2021). Carotid cavernous fistula during thrombectomy for acute ischemic stroke: a case report. Journal of neuroendovascular therapy 2021; 15: 438¿443. 10.5797/jnet.cr.2020-0089 medtronic literature review found reported of carotid cavernous fistula (ccf) in association with solitaire thrombectomy. The purpose of this article was that an (B)(6) female underwent thrombectomy for left c4 occlusion of the internal carotid artery. There was strong resistance at the medial c4 while the microguidewire was guided distally. It was impossible to guide the marksman beyond the c4 segment of internal carotid artery. Expansion of stent was insufficient distal to the 3rd marker of the stent. A ccf was found after deploying and retrieving the stent. It was thought to have been caused by perforation due to intracranial atherosclerotic stenosis of the internal carotid artery. In addition, the national institutes of health stroke scale (nihss) score was 16 prior to the event. Aphasia and right hemiparesis were slightly worsened (nihss score: 17). The patient was referred to a rehabilitation hospital with a modified rankin scale score of 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.